Event description:
It was reported the anvil on the staple was too loose during a low anterior resection. Anvil was re attached with a anvil grasper to complete the case. No consequence to the patient.